Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 269 mg/dl. Upon troubleshooting for the no delivery alarm, it was found that the insulin pump was working as designed, as insulin did exit during a manual prime. The customer was advised that the alarm had been caused by an infusion set or reservoir occlusion. She was advised to monitor the device and call back if needed. Nothing further reported.